Manufacturer narrative:
The defect described by the customer was not found during the inspection, but a humidity was found inside the endoscope. It was assumed that the defect described by the customer might have been caused by the humidity found inside the endoscope. There were few additional findings. The scope cover exhibited leakage. The insulation of the distal end cover was less than the threshold value. The light guide rod lens and distal end cover had a sharp edge. The adhesive of the bending section cover had a crack. The connecting tube, universal cord and grip had a scratch. The scope connector, plug unit, and scope connector cover was corroded. The angulation in all directions was less than the specified value and exhibited play. The water contact/water removal ability of the distal end was less than the specified value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was no image/signal from the colonovideoscope. Colored stripes were displayed on the monitor along with an error message. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed as planned with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the device while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed temporarily at the user facility. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.